Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. Visual and tactile inspections were performed on the device. The balloon was unfolded. The 0,035¿¿ guidewire was loaded. Negative pressure was applied to the balloon however, the purging procedure failed. An attempt to inflate the balloon was made but a pinhole was detected and it was not possible to maintain the pressure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an in.pact admiral to treat a moderately calcified lesion with a small degree of tortuosity in the distal superficial femoral artery. The lesion length and artery diameter were 150mm and 4.5mm respectively. A non-medtronic 6fr sheath was used and a 6mm spider was used as embolic protection. A non-medtronic inflation device was used to inflate the device. The IFU was followed and the device was prepped without issue. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. It was reported that a pin hole leak was observed during the initial inflation at a pressure of 8 atm. The procedure was completed using a replacement device. No patient injury was reported.